Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Customer reported that pump display would only turn on when plugged into a power source. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 171 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.